Event description:
The pt expired. The cause of death was unknown. The pt's death was reported to be unrelated to the implanted system. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).